Event description:
Customer claims the alarm unit powers on. When the magnet is taken off the alarm, it does not have steady alarm. The alarm goes off and then on. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).